Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer also inquired about the priming bolus update communication and reported he took lyrica and could not remember things. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl 2,000 mcg/ml at 750 mcg/day via an implanted pump for non-malignant pain. It was noted the drug dose and concentration had been the same for a long time. It was reported the patient had one pump that malfunctioned, and he thought maybe the pump ¿jammed up.¿ the pump just stopped, and they could not reset it. The event date was (B)(6) 2011. No further complications were reported/anticipated or expected.